Event description:
A malfunction on the pump was reported by the caller, which occurred when the pump powered off while charging and turned back on. There was no reported adverse impact on the customer's blood glucose level. The customer received pump reset information and successfully reset the pump with the assistance of technical support. The malfunction did not recur, and the customer was advised to continue using the pump and to report any further issues if they arise.